Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image from the field, it was noted that the anchor broke during insertion. Consequently, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that (2) ar-1322bcst 2.4 single loaded suturetape s-tak assy anchor broke off at the tip during insertion when drilling into hard bone. The case was completed by putting in 3.0 anchors for drilling instead with no issues. This was discovered during an unspecified procedure on (B)(6) 2024, with no reported patient harm.